Event description:
It was reported that prior to a surgical procedure, it was noted that the bur was broken inside the attachment. It was also reported that there were no pt involvement, no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned to for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.